Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 210 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer reported that the no delivery alarm was resolved by a complete infusion set change. The customer was unable to complete troubleshooting. The customer was advised that there may be a possible site or infusion set occlusion. The customer advised that they would return the entire infusion set and reservoir of the insulin pump. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.